Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the pump was investigated in our service laboratory in (B)(4). The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, the device was in a normal condition. The operation unit was broken in the area from the lc-display. A function test was performed. The device operated on oberservation for 72 hours without any problems and without any abnormality. An investigation for the history log files was impossible. A connection to the motherboard from the pump could not be. During the analysis of the functional test, the device works without a malfunction and within our specification. The complaint is not confirmed.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). A follow-up report will be provided after the examination results of our sales organisation in brazil are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in brazil): free flow